Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when using the timesh 1.5x3mm screws, the head of the screw snapped off.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. Additional patient/device information: the patient information has been updated. The date of event has been provided. It was also reported there was no injury to the patient and the patient is currently stable. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All six screws were returned. The screws are intact and there were no anomalies noted. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported issue. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: the patient information has been updated. The date of event has been provided. It was also reported there was no injury to the patient and the patient is currently stable. (B)(4).